Manufacturer narrative:
Correction to the initial MDR in h6. B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <qrb>. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 16527477, UDI: (B)(4). Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: 590009, batch: 16795971, UDI: (B)(4). Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 16795971, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to high impedances. The patient underwent a lead and lead extension revision procedure, wherein two leads and two lead extensions were explanted and replaced. The devices were retained by the facility and will not be returned for analysis. Postoperatively, the patient was provided with several discharge options following the procedure. Coverage was achieved in both upper extremities, including areas with overlapping paresthesia.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - <qrb>. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 16527477, UDI: (B)(4). Product family: scs-extension upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 16795971, UDI: (B)(4). Product family: scs-extension upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 16795971, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to high impedances. The patient underwent a lead and lead extension revision procedure, wherein two leads and two lead extensions were explanted and replaced. The devices were retained by the facility and will not be returned for analysis. Postoperatively, the patient was provided with several discharge options following the procedure. Coverage was achieved in both upper extremities, including areas with overlapping paresthesia.